Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture. Visual inspection found that the haptic was torn. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.0/+5.0/073 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. Intraoperatively the lens was explanted due to excessive vault. The problem is resolved.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.0/+5.0/073 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. Intraoperatively the lens was explanted due to excessive vault. The problem is resolved.

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).